Event description:
It was reported that during daily inspection, it was found that the user perceived low energy but there was no message displayed. There was no procedure, and no patient involved.

Manufacturer narrative:
The device was not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site and after the reflective lens was replaced, the issue was resolved. Therefore, the reported allegation was confirmed. After replacement the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer.